Event description:
Diagnosed with ra, daily pain, hair loss, joint pain, depression, anxiety, weight gain, memory loss, many other symptoms after mentor memory gel implants placed under the muscle. FDA safety report ID # (B)(4).